Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the product mentioned in the journal article has been implanted and revised for 5 hips on an unknown date due to radiolucent lines around the cup. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Due to the incomplete information, IFU/surgical technique could not be considered as part of the investigation. Conclusion: it was reported that the product mentioned in the journal article has been implanted and revised for 5 hips on an unknown date due to radiolucent lines around the cup. In vivo time of the device is unknown. Following complaints are related to the same journal article, radiolucent lines around the cup: (B)(4). Radiolucent lines around the stem: (B)(4). Dislocation: (B)(4). Reported part name has been changed from cls sportono cup hip impl win gen to cls spotorno cup hip impl win gen. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00533.

Manufacturer narrative:
Concomitant medical product: wagner stem hip, catalog# unknown; lot# unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The product mentioned in the journal article has been implanted and revised for 5 hips due to radiolucent lines around the cup.